Event description:
Complainant alleged that while performing a defibrillation self test during a routine preventative maintenance check, the device displayed error message code "open air disch" instead of the appropriate "test ok" message. The complainant indicated that there was no pt involvement in the reported failure.